Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged the audio bolus button was under responsive with moisture present in the battery compartment. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak and base crack leak. The pump powered on with a hard ¿(B)(4)¿ alarm upon start up. Unable to verify further testing, and to adequately investigate the reported ¿abb tactile changes¿ complaint. Abb cover was undamaged, abb cover was removed, and no contamination or damage was found to the key¿s contact. The pump¿s cover was removed, and further moisture corrosion was found to the printed circuit board, keypad connector, and to the eeprom circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.